Event description:
Servo n ventilator started making "goose call" noise and alarms for low saturation and bradycardia. Event require increase in fio2 and change in ventilator settings without resolve. Ventilator changed and issue resolved.